Event description:
It was reported that following the implant procedure, during a postoperative routine chest x-ray, a pneumothorax was observed. A drain was placed and the patient remained hospitalized. Several days later the drain was removed and the pneumothorax resolved. The system remains implanted. The patient is enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5076-52 implantable pacing lead (B)(6) 2013; 459888 implantable pacing lead (B)(6) 2013; dtba2qq implantable cardioverter defibrillator (B)(6) 2013. (B)(4).